Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during positioning of the coil at the treatment site, the coil detached inside the catheter. Both segments were removed in their entirety together with the catheter. There was no reported patient injury or intervention. The patient was reported to be stable.